Event description:
Procedure: unknown according to the reporter: customer attached reload to idrive according to IFU. Shipping wedge was removed prior to closing the reload; however after cycling the reload they found some broken off bits of the shipping wedge. Prior to using the reload on patient, the broken off part of the shipping wedge was removed and recovered. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no pieces fell into patient, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).